Event description:
It was reported via repair work order that the foot end of the bed was drifting due to malfunction lift nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.